Event description:
As a result of rod instrumentation to the spinal area the recovery process failed. Infection developed in spinal area within 6 months from an allergic reaction to the metal in product. Required add'l surgery to remove rods in 9/92.